Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their yearly appointment with their healthcare provider (hcp) and they were told that their implant was turned off, so the hcp turned it back on. The patient reported that they were unaware of it being off and wanted instruction about the programmer functions. The patient reported that before getting their device they were getting up 3 times per night, and they now were getting up just 1 time normally, although every once in a while, they got up 3 times if they drank something too late in the day. The patient also reported that it sometimes kind of hurt around the implant in their hip and they told their hcp about it the day of the report. The patient stated that their hcp told them it was probably too high, referring to stimulation. The patient declined assistance reducing stimulation. It was noted that the patient was on program 2 at 3.2 with stimulation turned on. The patient was redirected to their hcp. No further complications were reported.